Event description:
A journal article was reviewed that contained information regarding these leads. It was reported that four months after system implantation, the patient presented with acute dyspnea with collapses and loss of consciousness. Paramedics had "diagnosed this arrhythmia as a slow vt" and delivered an external shock. Unfortunately, the external shock lead to electromechanical dissociation. CPR and an adrenaline injection were administered to the patient. The patient was sent to the ER for treatment of cardiogenic shock. The patient's condition worsened and additional tachycardia episodes were reported. Several hours later, another electromechanical dissociation occurred that was refractory to resuscitation. The patient's device was reprogrammed and it is noted that the patient's clinical status improved. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: a wide qrs tachycardia in a left univentricular pacing system: what is the mechanism? Heart rhythm. July 1 2011;8(7):1108-1110.